Event description:
It was reported that the pt underwent surgery for implant of posterior fixation at l3-l5. Sometime post-op the left l5 screw broke mid-shaft, anterior to the pedicle. Reportedly fusion did not occur. The pt underwent a revision surgery. The screw was explanted. No pt complications were reported.

Manufacturer narrative:
No product was returned for eval. With the available info, a cause or contributing factor cannot be identified.